Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Additional patient/event details information has been requested. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that a patient developed large blisters and dermatitis after using the dressing over a post operative knee incision.

Manufacturer narrative:
No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed and will be monitored through our post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).